Event description:
It was reported that during a gastrectomy procedure, the jaw could not be opened after the second firing. The manual release button was used to open it and the cartridge was replaced. However, when the doctor tried to close the jaw for the third firing, the device could not be released with the manual button. It is unk how it was removed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.